Manufacturer narrative:
The t:slim pump user guide states: "you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a resume pump alarm occurred. It was reported that the customer experienced a blood glucose (bg) level of greater than 500 mg/dl. A manual injection was administered to address the elevated bg. The cause of elevated bg was a result of the customer suspending insulin delivery. Tandem technical support informed the customer regarding the causes of resume pump alarms; customer acknowledged information.